Manufacturer narrative:
(Loss of resistance) - the device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: loss of resistance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during deployment of the clip, significant bleeding around the sheath was noted. The device came out of the artery and the vessel locator wings were open. Reportedly, the incision was correct; however, the device may have been in a side branch and not the artery with possible plaque or calcification present. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.